Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 314 mg/dl, 126 mg/dl. Tests were done within 10-15 minutes with a difference of 76%. Patient did not experience any adverse events. No further information has been reported. Customer cleaning meter incorrectly.